Event description:
Heads pops off - oral-b [device breakage]. Metal that holds the head on has rusted - oral-b [device physical property issue]. Case narrative: a parent via e-mail stated that the metal that held the oral-b toothbrush head on rusted and when they put the oral-b toothbrush head on, it popped off of the oral-b toothbrush. No injury was reported. 18-apr-2024 follow up via digital safety assessment survey: the consumer was a 5 year old male. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.